Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system failed imaging modalities. Intermittent frame rate errors were found. The medtronic representative replaced umbilical and tested system. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. Investigation of the mobile view station (mvs) interface cable/umbilical confirmed reported problem. Results of continuity testing and validator test on benc found the gbit test failed, lines 7 & 8 are a no connect. Per validator test both gbit an 100t testing were performed using a cable validator-nt900. The hardware investigation found an electrical failure mode. There were open lines 7 & 8 when running gbit test. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported intermittent frame rate errors found during an imaging system checkout. There was no patient present when this issue was identified.